Event description:
It was reported that high capture threshold resulting in loss of capture was observed on the right ventricular (rv) leadless pacemaker. An x-ray was performed, and no anomalies were observed. The patient is partially pacemaker dependent. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.